Manufacturer narrative:
Device was not returned for evaluation. An event regarding an alleged crack/fracture involving a drill bit was reported. The event was not confirmed. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Drill bit fracture. Broke in patient's acetabulum during hip surgery but surgeon was able to recover the pieces. Surgery was completed successfully with no patient adverse consequences.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Drill bit fracture. Broke in patient's acetabulum during hip surgery but surgeon was able to recover the pieces. Surgery was completed successfully with no patient adverse consequences.